Manufacturer narrative:
The insulin pump was received with its currents operating within specification. There were no unexpected battery out limit or button error alarms noted during testing. However, the device had intermittent button response due to moisture damage on a keypad traces. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a button error and battery out limit. The patient's blood glucose at the time of incident is unknown, but the mother reported that the level was not good. The customer's mother could not clear the alarm so she removed the pump's battery. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; however, it was confirmed that the customer wears the pump against her skin. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.